Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol (intra ocular lens). Iol returned in three segments wrapped in surgical fabric. Solution and brown/red like stains observed on the iol. One haptic is broken/torn and is returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable with loose fibers and particulate. The product investigation could not identify a root cause for the reported complaint scratch on the iol optic surface. The lens was returned in several segments. The observed damage is consistent with lens having been explanted. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after implantation there was appeared to be a scratch on the iol optic surface.the surgery was completed after replacing the iol with a backup one on the same surgery. The first iol implanted was cut with a cutter before removal. There was no harm to the patient.